Manufacturer narrative:
According to the hosp, the jaw holder broke during a surgical procedure. There was no pt injury whatsoever. Results: this instrument was mfg in may 2005. This instrument was mfg with lot number 0540931. With our invoices of may 2005 and june 2005, we shipped you a total of 30 pcs. So far we have documented no complaint and no MDR of this nature regarding this article. The product documents of this lot prove that the right materials/ components were used and that the instruments were mfg in accordance with the production specifications. Performing a visual inspection, we discovered that the jaw holder was broken. Upon subjecting a hardness test, values hrc 48 were received which is within the tolerance (44-48 hrc). Based on the info established above, we are unable to determine the exact root cause of the non conformance described. One possible cause of breakage which is seen quite often is an overstressing of the instruments, resulting in stress cracking and ultimately leading to breakage. Since the eval indicates no defect of material, no faulty design or any defect in mfg, we feel that no corrective measure is to be taken.